Event description:
Injected with 15 units of botox cosmetic on (B)(6) 2024. Lot #c9068c3f, exp 11/2026. Injected with hyaluronic acid cosmetic filler on (B)(6) 2024. Rha 3-1 syringe, bath (10)2348r3l0, exp 11/17/2026. On (B)(6) 2024, presented to ER with symptoms consistent with botulism, also consistent with FDA insert warning for botox: heart palpitations, shallow breathing, trouble swallowing, tongue swelling, uncontrolled tremors in arms and legs, heavy eyelids, muscle weakness, nausea, dizziness, lightheadedness. Symptoms continued to reoccur and resulted in repeat ER visits on (B)(6) 2024 and (B)(6) 2025. ER tests ruled out viral illness, heart conditions, and other chronic conditions that would serve as alternative explanations for same symptoms. Symptoms are still present ~1 month later.